Event description:
It was reported that during an in-space implant procedure, the device was well collocated on the construct. However, when the surgeon turned the knob to open the wings, the implant rotated, not allowing that the wings open correctly. The surgeon tried with another 8mm in-space implant, and the same problem persisted. The construct was assembled various times and the problem persisted. This is report 1 of 1 for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. The device was returned for evaluation. A function test with the instruments in question showed no abnormality; the device was fully functional. The reported malfunction could not be reproduced. This complaint is indeterminate.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device history records were reviewed, no complaint related issues were found. Placeholder.